Manufacturer narrative:
(B)(4). Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The driver did not torque appropriately. (B)(4).